Manufacturer narrative:
Evaluation summary: the reported event that the drill bit is decentered could not be confirmed. The device showed marks from the usage on the tip, therefore the cutting geometry couldn¿t be inspected. The other measurements which were performed fulfill the specifications. The device was made according to our specifications. According to our instructions for cleaning, sterilization, inspection and maintenance a regular functional check and visual inspection. In case of failure, the instrument must be replaced and not be used. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During asnis3 surgery, the surgeon used the cannulated drill. When the surgeon assembled the power tool with drill and rotated it, drill was decentered.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During asnis3 surgery, the surgeon used the cannulated drill. When the surgeon assembled the power tool with drill and rotated it, drill was decentered.